Manufacturer narrative:
The unit passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The unit had no prime anomaly. The unit had a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a prime and fill anomaly. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.